Event description:
It was reported that the procedure was to treat a bifurcation lesion in the left anterior descending (lad) artery with moderate to heavy calcification and >70% stenosis. After implantation of the stent, the hi-torque (ht) balance middle weight (bmw) guide wire became jailed and when pulled back, the guide wire became trapped. It was noted to be uncoiled [unraveled] and the tip separated inside the anatomy. The procedure was done under fluoroscopy but no cine images were taken. Attempted to snare the separated tip but was unsuccessful and was left in the body. No final images were taken of the material left in the patient. There was no clinically significant delay in the procedure. Returned device analysis identified that an additional ht bmw guide wire was returned unraveled and tip separated. The separated tip was not returned therefore there is a possibility that the separated tip remains in the patient anatomy. Follow-up with the site was performed; however, no additional information was provided.(therefore, the bmw guidewire is being reported under this medwatch report.)

Manufacturer narrative:
The device was returned for analysis. There was no reported device issues; however the guide wire core and coil were noted separated and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there is no specific information on this complaint a conclusive cause for the noted damages (separated core/coil, stretched coils) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional bmw 014 guidewire referenced is being filed under a separate medwatch report number.